Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) due to ongoing issue of quality control (qc) being out of range. The customer stated that the ion selective electrode (ise) was replaced one day prior to the date of the event. On the day of event qc was run, resulting out of range. The customer then reran patient samples which resulted initially within the normal range for the method, and higher results were obtained upon repeat. A siemens customer service engineer (cse) was dispatched to the customer site. The cse aligned the sample dilution probe at the ise bowl and straightened the waste tubing. The cse performed the calibration and coefficient of variation (cv) check, which passed. The cse reran qc, which were within range. The cse revisited the customer site and removed and cleaned the ise module. The cse replaced the central processing unit (cpu) and printed circuit board (pcb) and ran a test, which passed. The cse ran a cv check, which passed. The cse ran calibration and qc, which passed. The cse revisited the customer site and reinstalled original ise, cpu and pcb and also replaced buffer pump seals. The cse ran multiple prime cycles, cv checks and calibration, which passed. The cse ran qc, which were within range and also verified the system performance. The cse revisited the customer site and installed the ise module from an alternate advia instrument for testing. The cse performed a cv check and calibration, which passed. The customer ran qc, which were within range. The cse revisited the customer site and replaced the mixer motor and rotor. The cse performed alignments and then adjusted the sample dilution probe height to dilution bowl. The cse performed a cv check and calibration, which passed. The customer ran qc, which were within range. The cause of the discordant, falsely depressed na results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.